Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected field: g4 (510k).

Manufacturer narrative:
The fse visited the site, it was found that the actual nature of the complaint was an "electrical test fails code #50¿. There was no patient involvement and no adverse event reported. Fse states, checked the machine & found machine giving alarm electrical test fails code #50. Further checked & found moisture on the motor control pcb of the machine. Then dry the motor control pcb of the machine & again checked & found now no error is coming. Then performed all tests, all tests passed. Observed the machine on system trainer for approx 1 hr. Machine working ok. Equipment handover to customer in good working condition.

Event description:
The failure was found during routine check by customer. First customer informed that cs300 not switching on but at the time of checking we found that machine is switching on & give error electrical test fails code #50 was coming. No patient involved. No one was harmed onsite.